Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 496mg/dl. The customer experienced nausea, vomiting, and confusion. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found no delivery and no power alarms. Checked the bolus history and appears to be correct. Assisted the customer to run a fixed test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to complete the testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.